Manufacturer narrative:
Plant investigation: the cycler was returned for evaluation. The reported complaint symptom powers down was not confirmed. The reported complaint symptom blank screen was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed; failure was due to a burnt transformer on the inverter board; a known good inverter board was installed and the display became fully operational; continued testing. Simulated treatment pre-ast 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported she had set up up the cycler and left the cycler to sit there to warm the bags for 2 hours. The patient stated when she came in the room the power was off on the cycler and unplugged the cycler and made sure all connections were correct. The patient powered the cycler back on and the screen was blank but the key pad lights turned on for a minute then lights turned off and the cycler powered down again. The machine was re-booted and the problem continued. The patient's cycler was replaced. Additional follow-up with the patient confirmed no patient adverse effects were experienced and no medical intervention was required as a result is incident. During examination of the returned cycler the functional display check failed. The failure was due to a burnt transformer on the inverter board.